Manufacturer narrative:
Date of event: used the 1st day of the month of the bsc aware date since event date was not provided. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vein. A fg sv/3.0-2/4t/40 symmetry balloon catheter was used, however, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.